Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "while doing labeling, we found 1 box of 367841 with 1 pc inside uncapped."

Manufacturer narrative:
H.6. Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint from catalog 367841, lot number 2080642. A visual examination of the photo was performed and the issue of improper assembly (uncapped) was observed. Additionally, 86 retention samples from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "while doing labeling, we found 1 box of 367841 with 1 pc inside uncapped."